Event description:
During the placement of leksell coordinating frame, the left ear plug broke off. Patient's ear was bleeding. Provider made aware, assessed patient and put in for otolaryngologist (ent) consult. Documentation in chart states, "discussed with ent team, cipro drops bid for 7 days, follow up with ent in clinic 2-3 weeks as a precaution".